Event description:
It was reported by the patient that the remote monitor was smoking. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the remote monitor was returned and no detect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.